Manufacturer narrative:
The device history record review and complaint history review were not performed based on the low severity of this complaint. A review of the log files from the subject event as per as testing of the actual parts at the manufacturing site were perfomed. This data analysis confirmed that the offset calibration failures were likely due to a damaged component of the distance sensor or its offset plate. Some initialization errors were raised due to the optical distance error not being correctly reset after a calibration failure. The testing of the parts shown that computed offsets are consistent with the ones found a the customer site. The offset calibration could be passed by slightly moving the offset plate, thus confirming the component damage. The cause for the offset calibration plate damage is unknown. No failure of the optical distance error was identified. Both the optical distance error and the offset plate have been in use at the customer site for approximately 2 years and 3 months before the alleged issue occurred.

Event description:
It was reported that during a surgery it was difficulty to calibrate the optical distance sensor with the offset plate. The optical distance sensor was turned off and on again multiple times, its cable was unplugged and plugged it back in multiple times, and the device was restarted. Then the laser lens was cleaned with a lens wipe and dried with a towel. Retry was finally successful and the distance sensor was calibrated.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery it was difficulty to calibrate the optical distance sensor with the offset plate. The optical distance sensor was turned off and on again multiple times, its cable was unplugged and plugged it back in multiple times, and the device was restarted. Then the laser lens was cleaned with a lens wipe and dried with a towel. Retry was finally successful and the distance sensor was calibrated.